Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the that the insulin pump was not rewind at time. The customer¿s blood glucose was unknown. Customer stated that insulin pump received couple of unexplained no delivery alarm and they had remove battery and crack on the insulin pump. The device will not be returned for analysis.